Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and topical adhesive was applied. The patient experienced a rash and blisters around the incision site. The topical adhesive was removed and the patient was treated with steroids. The patient's condition is improving.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The account reports the following possible batch number: djr818.